Event description:
It was reported the patient is unable to increase her stimulation due to the button sticking on the scs programmer. A replacement scs programmer has been sent to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.